Event description:
During deployment of a wiktor stent the balloon would not hold pressure. Another balloon was used to further deploy the partially expanded stent in the target lesion. No patient complications were reported.

Manufacturer narrative:
Product investigation revealed a bond failure. The cause was determined to be due to lack of clarification of the testing and inspection process. Mfg instructions documentation have been clarified and all operators trained to the new inpsection criteria.